Manufacturer narrative:
No motor error alarm or excessive no delivery alarm was noted during testing. The insulin pump passed the functional testing. However, the insulin pump had bleeding display glass, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed motor error during basal. Customer was able to clear the alarm and completed the rewind process. Customer delivered a bolus and device alarmed no delivery, alarm was cleared. Then it alarmed again motor error. Customer did a complete set change and device was functioning. The device was not dropped, bumped, or exposed to an MRI. Sensor feature is not used. Customer's blood glucose was not provided. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.